Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator had oxygen blending module problem. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report was incorrectly filed with wrong reporter country as china. In this report, the reporter country has been updated correctly as canada. Section initial reporter country in box e, report source in box g have been updated/ corrected.